Manufacturer narrative:
(B)(4). The field service technician reported that the battery was faulty. The internal battery was replaced to correct the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ventilator had an internal battery that was not holding a charge. The ventilator would lose power with an audible reset alarm when it was not connected to the ac adapter. No patient harm reported.